Event description:
It was reported that the cervical disc was too short when it was provisionally implanted. A 7 x 16 implant trial appeared to fit perfectly in the disc space on fluoroscopy, but the 7 x 16 artificial disc appeared to be approximately 4 mm too short when it was inserted. A larger disc was implanted without any reported pt complications.

Manufacturer narrative:
(B) (4). The implant was returned for evaluation and a 100% inspection was performed and found that the device was made according to specifications. The implant trial was returned for evaluation and there were no non-conformances to specifications found. A review of the device history records did not identify any applicable non-conformances. The results of the investigation suggest that the reported event was related to surgeon technique. We are unable to determine a definitive cause of the event.